Event description:
New information added to case: fas went on site 1.27 and performed patient comparisons. Customer performed 3 additional comparisons after fas left. Cusotmer stated to the fas that they wouldn't release the info regarding patient symptoms, outcome/diagnosis for these samples. He said they have not reported any patient results using the triage since he is still doing method comparison. The patient samples were collected at 10am and 11am and refrigerated in the 2-8 refrigerator. Green lithium top and purple top collected at same time . Purple ran on triage as the same time as architect.

Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retained devces of lot number t13459rn. Retains of the complaint lot performed properly when tested with "normal" (apparently healthy) donors. Manufacturing batch records for lot t13459rn were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no correction action is required.

Event description:
Event occurred in the USA. Customer reported discrepant high triage cardiac tni correlation attempts between an old triagemeter pro and new triagemeter pro against abbott architect performed on (B)(6). Patient symptoms: tachycardia, hypoxia, and a cough. Patient meds: not provided. He stated that results obtained on the triage will not be reported as triage is not implemented at the site yet. No other information reported.